Event description:
Customer reported a broken holster. Since her holster was broken, customer has been off the device for a couple of days. Her blood glucose was 423 mg/dl. Customer provided no other information. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.